Event description:
It was reported that the absolute stent was implanted in the iliac and during post dilatation of the stent with an agiltrac balloon catheter, a perforation occurred and it is not clear which device caused it. The patient was sent to surgery, where there were further complications. The patient was stabilized and sent to the ICU. However, the next day, the patient had an occlusion of a bypass graft and was again taken to surgery. The surgery was successful and the patient was again taken to ICU in a stabilized condition. Over the next three days, the patient developed other complications adn was put on life support. Three days later, the patient died.